Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying an elevated impedance and r-wave measurement. In addition, pacing thresholds are erratic and elevated.